Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an thoracic stent-graft procedure. The arteriotomy was 6fr and during the procedure the sheath was upsized to a 24fr. Reportedly, when the plunger was pulled back, no sutures were attached. A second and third proglide devices were used for successful suture placement. The procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The observed link detachment could appear similar to a needle to cuff miss/suture retrieval issue, therefore, the reported suture retrieval issue is confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of similar incidents of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported a 24f sheath was used in the procedure. The proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8fr, at least two devices and the pre-close technique are required.